Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 167 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump might have been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.